Manufacturer narrative:
The field service rep could not duplicate the error. He replaced the air dryers, checked the abs water calibration, replaced rt2 z rope and checked the friction test. Check-test, precision, qc and pt samples were performed to verify the analyzer performance.

Event description:
The user stated they had a discrepant creatinine result. One pt sample recovered at 2.3 mg per dl. This result was not consistent with the pt's history, so the tech reran the same sample twice and got a 0.5 mg per dl both times. The user then decided to take another pt sample and check it for precision. They got 9 results of 0.9 mg per dl and 1 result of 2.3 mg per dl. No erroneous results were reported.